Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to unspecified reasons. All components of the existing aus were explanted and replaced. A patient outcome was not reported.

Manufacturer narrative:
B5, h2, h6, h10 updated.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to unspecified reasons. All components of the existing aus were explanted and replaced. A patient outcome was not reported. It was further reported that the patient experienced recurring incontinence leading to the procedure. The patient was said to be recovering following the procedure. No more information available at the moment. Should additional information become available, it will be provided.